Event description:
It was reported that patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.